Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify excessive no delivery alarm due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error as well as no delivery. The customer's blood glucose was unknown. While troubleshooting for the button error alarm, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer declined troubleshooting for the no delivery alarm due to the button error. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.